Manufacturer narrative:
On 6/22/2020, mentor became aware that this complaint is a duplicate of manufacturer report number (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting and documentation of this event will take place in this manufacturer report number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the implants were replaced with unspecified breast implants 380cc. The patient experienced breast asymmetry after the deflation. On 2/14/2020, the mentor failure analysis lab has received the device for evaluation. The correct serial number was (B)(6) lot number was 6869993. On 2/20/2020, the manufacturing record evaluation was performed for the finished device 6869993 number, and no non-conformances were identified. On (B)(6) 2020, the device was visually inspected, and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 350-3380 and lot number 6871716) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: a mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4), lot number 6871716. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor smooth round high profile 380cc and experienced deflation on the left breast implant. As a result, the patient will undergo removal without replacement on (B)(6) 2020.